Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed fluid inside the device¿s bladder, which suggested that possible under-infusion had occurred. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between july 18-22, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device under-infused by 100% during patient infusion via a peripherally inserted central catheter (PICC). The patient specified the clamp had not been completely opened. The device was filled with 8g flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.